Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 320 mg/dl at the time of the event and patient got treated with insulin pen. The duration of hospitalization was greater than 24 hours. Patient used expired product which is against the instruction for use of infusion set guidelines. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5367526 in question was manufactured at the reynosa site. The reference samples for the lot 5367526 have already been previously tested for visual inspection and tested for flow in the database complaint (B)(4) on 03/oct/2023. All test results were found within specifications as per the test report databse complaint (B)(4) test report.pdf attached in this record. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 5367526 was manufactured according to the wi version 8 manufactured in the machine multivac 09 and 12, on 07/oct/2021, with a total of (B)(4) units. Glue-tubing lot: the lot 5367817 was manufactured according to the wi version 37 manufactured in the machine mp04, 05 and 08, on 06/oct/2021, with a total of (B)(4) units. The lot 5367385 was manufactured according to the wi version 37 manufactured in the machine mp08, on 08/oct/2021, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/jul/2025 against malfunction product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported] and lot 5367526 and one other complaints have been registered in database for the same lot 5367526 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.